Event description:
Pt had several intravitreal injections of avastin using standard insulin syringes with a staked-on needle (bd) that were purchased preloaded with avastin from a compounding pharmacy. She developed intractable floaters in her treated eye that interfered with vision. The floaters did not resolve after an extended period of observation. Upon clinical examination, the floaters were attributed to silicone droplets in the eyes that most likely came from the barrel of the insulin syringe. Insulin syringe with siliconized barrel and staked on needle.